Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal at a 60-degree angle, and the plug deployment failed. Manual compression was ultimately used to achieve hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the 7f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the 7f non-cordis sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician placed their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Upon removal of the device, the indicator wire loop was deployed and visible, but it was noted that the angle of the guide wire ring was downward instead of upward. External manual pull of the guidewire loop demonstrated that color change was possible, and the plug deployment button could be pressed. A 7f 11cm non-cordis short sheath was used. Femoral artery suitability was verified by angiography, with the vascular sheath insertion angle between 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There were no signs of calcium or plaque at the puncture site, no vessel tortuosity, no nearby stent, and no stenosis greater than 50% at or near the site. The target site had not been previously closed within the past thirty days using any closure device or manual compression. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, the indicator window was observed in the black/white position. No additional anomalies were noted during this visual analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the expected indicator wire retraction and plug deployment. Additionally, the indicator window transitioned to the black/white and red position as expected. A high-magnification evaluation was conducted to examine the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window achieved full transition during analyst with successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal at a 60-degree angle, and the plug deployment failed. Manual compression was ultimately used to achieve hemostasis. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. There was no difficulty connecting the 7f non-cordis vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked with the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the 7f non-cordis sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician placed their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. Upon removal of the device, the indicator wire loop was deployed and visible, but it was noted that the angle of the guide wire ring was downward instead of upward. External manual pull of the guidewire loop demonstrated that color change was possible, and the plug deployment button could be pressed. A 7f 11cm non-cordis short sheath was used. Femoral artery suitability was verified by angiography, with the vascular sheath insertion angle between 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. There were no signs of calcium or plaque at the puncture site, no vessel tortuosity, no nearby stent, and no stenosis greater than 50% at or near the site. The target site had not been previously closed within the past thirty days using any closure device or manual compression. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure via a retrograde approach. The physician was certified in the use of the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal at a 60-degree angle, and the plug deployment failed. Manual compression was ultimately used to achieve hemostasis. There was no reported patient injury. One device was used, and there were no visible signs of device or packaging damage prior to use. Although the indicator window did not change color and the plug was not deployed, external manual pull of the guidewire loop demonstrated that color change was possible, and the plug deployment button could be pressed. A 7f unknown sheath was used. Femoral artery suitability was confirmed by angiography. The physician was certified in the use of the exoseal vcd. The patient does not have a history of infectious diseases. The device will be returned for evaluation.